Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted that without the requested clinical information, the root cause of the pain cannot be concluded but its relationship to the femoral fracture and stem subsidence cannot be ruled out. The future impact to the patient beyond the revision cannot be concluded. The surgical date for the ltha is still pending. No further clinical/medical assessment is warranted at this time. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.